Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2020. No patient condition or additional information was reported.

Manufacturer narrative:
(B)(6).

Event description:
New information received noted that the patient presented for a routine follow up in the clinic. It was observed that the right ventricular lead exhibited loss of capture and out of range impedance. The patient remained in stable condition.